Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having problems with her infusion set and having a bent cannula. The customer states having a blood glucose level of 600mg/dl which she treated with 10 units of insulin by shot and changed her complete set. The customer was advised to return the infusion set. The pump will not return for analysis,